Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, error m-35 occurred on the integrated electro surgical unti (iesu) erbe. The customer mentioned that they tried multiple instruments and energy cables prior to calling dvstat with no success. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through an erbe power cycle and had them verify cable connections, but the issue persisted. The isi tse also had the customer verify no cables were interfering with the pedals in the vision side cart (vsc) drawer. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting energy errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found that the reported failure of "no monopolar output either port" was confirmed and reproduced. The unit was placed on an in-house system and run in normal mode. The unit will be sent to original equipment manufacturer (OEM) for further repair. The complaint regarding energy errors was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported issue is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the customer had energy issues after the start of the procedure due to error m-35 on the erbe. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.